Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure. During the procedure, both balloons ruptured. The physician introduced a curette on both the right and left side and began to inject cement. At this time, the marker from the distal end of the balloon was noticed inside the vertebra. Upon examination of both balloons, one showed that the distal end had broken off. The markers were left in the patient. The remainder of the procedure was successful. No additional information was reported.

Manufacturer narrative:
Method - follow-up with company representative.